Event description:
During an abdominal aortic aneurysm procedure, two gore viabahn endoprosthesis were delivered and successfully deployed in the left and right renal arteries using a 'snorkel' placement position. In order to stabilize the viabahn devices while the gore excluder aaa endoprosthesis was deployed, the physician planned to inflate the balloons into the two viabahn devices. However, guidewire access to the left renal artery could not be maintained. Several attempts to recannulate the left renal artery with the guidewire were unsuccessful. Therefore, the viabahn device in the left renal artery could not be stabilized during the deployment of the excluder device. Consequently, the 5x5 viabahn device was 'crushed' when a q50 balloon inflating the excluder device expanded. The patient was able to tolerate the procedure. Reportedly, flow into the kidney could not be detected at the end of the procedure.